Event description:
It was reported that during the procedure three screws disassembled while being inserted. Two of the screws were inserted with a power drill and the third with a ratchet handle. They were removed and replaced with alternate screws to complete the case. There was no reported patient harm.this is report one of three for this event.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The specified identity of the devices was confirmed and the devices were examined. Visual inspection revealed the tulip heads have disassembled from the screw shanks. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure three screws disassembled while being inserted. Two of the screws were inserted with a power drill and the third with a ratchet handle. They were removed and replaced with alternate screws to complete the case. The complaint is confirmed. The exact cause of this event cannot be determine with the available information.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure three screws disassembled while being inserted. Two of the screws were inserted with a power drill and the third with a ratchet handle. They were removed and replaced with alternate screws to complete the case. There was no reported patient harm. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00064 to 3012447612-2020-00066.

Event description:
It was reported that during the procedure three screws disassembled while being inserted. Two of the screws were inserted with a power drill and the third with a ratchet handle. They were removed and replaced with alternate screws to complete the case. There was no reported patient harm. This is report one of three for this event.